Event description:
The reporter contacted lifescan alleging that the onetouch ultralink meter owner's booklet was missing from the kit. A owner's booklet was sent to the patient. There were no allegations of harm or injury.